Event description:
The pt stated that her blood glucose level was elevated and she could not lower her level. She called her health care professional on two occasions and he/she advised the pt to treat her blood glucose levels with insulin injections. She also mentions that the pump lost prime twice in the past two days prior to calling animas. She reportedly has been having elevated blood glucose levels for about 6 months and got frustrated when the pump lost prime.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.